Event description:
A facility representative reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient still experienced glares/halos. The lens was later removed, and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Manufacture narrative: glare/halos and secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)